Event description:
A surgeon reported that following a glaucoma filtration device implant procedure, the device is touching the patient's iris. There is no impact to the patient and the device remains implanted. Additional information has been requested, but not received to date.

Manufacturer narrative:
Evaluation summary: no sample was returned; the device remains implanted, therefore, the condition of the product could not be verified and visual inspection cannot be performed. There was no treatment for the patient. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested, but not received to date. (B)(4).